Event description:
In this event a dr reported that an estylus 1:5 handpiece overheated while in use. There was no injury or intervention.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function; therefore, this event meets the criteria for reportability per 21 cft part 803. Functional quality testing was not performed since the attachment was not working as received. An actual temp reading was not captured but a root cause as to why this situation could have occurred could be determined based on quality observations. Bur end bearing retainer failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temp increase. Gear function may have also been compromised inside of the head which is evident from the minor wear on the teeth of the gears. Contact was also being made between the set pusher and the interior of the cap while in use.